Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the customer dropped the pump. Customer's blood glucose (bg) level was 258 mg/dl. Customer chose to "not take action" regarding bg level. Reportedly, the customer had manual injections as alternate insulin therapy.